Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device, as of the date of this report, september 12, 2016. Device not returned to manufacturer.

Manufacturer narrative:
This report is filed june 6, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent pain at the implant site and was subsequently treated with injectable pain killers (type, duration and date not reported); however, the issue did not resolve. Clinical management of the patient is ongoing. The implanted device remains.